Event description:
Customer indicated that the "blade broke just as they were about to use it." Notes: blade was to be used in the wound care clinic. The blade broke in the frontal distal end. Not contaminated - not used on the pt.